Event description:
It was reported that the system 6600 displayed error 154 after the initial exposure. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Error 154 relates to the hard disk and data errors. The hard disk was replaced with a flash drive and the software reloaded. The system was tested and found to be working as intended and placed back into service.